Event description:
It was reported that a patient presented at another hospital with an acute myocardial infarction (mi) and an attempt to treat at that site was done unsuccessfully. The patient presented 2 days later to the new hospital, but the patient was not acute at presentation. Prior to the percutaneous coronary intervention (pci) there was an mi of greater than 24 hours but less than 7 days and the physician did not believe he was a good candidate. During a moderately tortuous, moderately calcified, left circumflex artery stenting procedure, the lesion was pre-dilated with two trek balloon dilatation catheters (bdc). A vision stent delivery system (sds) was advanced but would not cross the patients anatomy or a previously unspecified implanted stent and was removed without issue. A non-abbott 4.0 x 12 mm sds was advanced but also would not cross the lesion and was removed. Reportedly, there was very limited visualization on the angiogram and the patient already had a disrupted plaque from a stent placed in a prior procedure. The physician believes there might have been plaque shifting that occurred with this procedure, but is unsure what was the cause of the plaque shift because there were multiple devices inserted into the patients anatomy. The balanced middleweight (bmw) guide wire access was lost because it was either pulled back accidentally or it slipped back during the haste to treat the patient. Guide wire access was unable to be obtained again as the left anterior descending artery (lad) began to shut down and the patient experienced angina and vomiting. The patient began to code. There was 40 minutes of cardiopulmonary resuscitation (CPR) and the patient expired of cardiac arrest.

Manufacturer narrative:
(B)(4). Event description continued: reportedly, the physician does not believe that the patient expired because of any of the abbott devices inserted into the patients anatomy at all. The physician believes the patient expired because he was in very ill health prior to the pci and not a good candidate for the procedure. No additional information was provided. There was no reported product deficiency. The reported patient effects of death is listed in the nc trek instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.